Event description:
The surgical assistant went to pull the instrument out of the robotic arm and the back rotating disk flew off. When staff attempted to put the disk back on it was realized a very small piece had broken off of the inner part. The patient was not affected.